Manufacturer narrative:
Receiving inspection: received one (1) used, partially full with chemodrug 250ml baxter bag --> one (1) used IV pump set w/ filter (unknown model) --> one (1) used ch2000s-c, spinning spiros; lot# unknown --> one (1) used bifuse ext. Set w/ 2 clear microclaves and one (1) spinning spiros --> one (1) used clear microclave. One (1) used, partially full with chemodrug 250ml baxter bag --> one (1) used IV pump set w/ filter (unknown model) --> one (1) used ch2000s-c, spinning spiros; lot# unknown --> one (1) used clear microclave. The chemodrug residuals are observed throughout all as received ch2000s-c samples and sets. All spinning spiros are securely connected to mating devices (no disconnection is found in either sets), and there is no leakage observed during decontamination. Engineering testing: two fluid circuits were returned. One had a y-extension set with microclaves and spinning spiros connected at the ends of the bifuse set. The bifuse was connected to an infusion set. The second had a spinning spiros and microclave connected at the end of an infusion set. Both fluid circuits were pressure tested. . There were no leaks or separations during testing. The connection torque was measured at both ends of the returned spinning spiros connectors and passed product specifications. Final summary: the returned componentry connected to the used spinning spiros connectors were pressure leak tested in the same condition that they were returned. No leakage or separation occurred. The connection torque between each of the spinning spiros connections were measured and found to be secure and not prone to separation or leakage. ICU medical will monitor and trend.

Event description:
Complaint received regarding three ch2000s-c. Report states: spiros was connected to hepcap and that is where the disconnection was found on a home patient receiving chemo. No adverse patient consequences reported.